Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient was admitted to hospital today, (B)(6) 2014, in diabetic ketoacidosis (dka) with a blood glucose (bg) over 700 mg/dl. Patient¿s bg was 420 mg/dl last night before bed and a bolus of 5 units given at bed time. The bg this morning over 500 mg/dl. The patient was not feeling well, went to the health care provider¿s (hcp) office and then on to the hospital. Patient allegedly had changed out her complete set/site the morning of (B)(6) 2014. Prime history in pump shows a prime of 1.7 units the morning of (B)(6) 2014. The patient is in ICU and it is not possible to troubleshoot the pump at this time. This complaint is being reported because the patient experienced dka and it is not possible to rule out pump involvement.

Manufacturer narrative:
Follow-up #1: date of submission 7/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the black box shows dates from (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Unable to verify prime issue on event date (B)(6) 2014. Pump powers on with no errors. An ezprime sequence was completed with no errors. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. The available tdd¿s add up correctly & reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.